Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and critical error, with an open book image. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned device for an alleged critical pump error (open book image) alarm, pump error 68, pump error 53, pump error 63, pump error 49, pump error 23 found on (B)(6)2021. Device was received with a partial display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to partial display. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Found pump error 68 on event date (B)(6) 2021 at the times 17:07:31, 19:09:00, and 19:16:50, 6 pump errors 49 on event date (B)(6) 2021 between the times 17:07:31 and 19:17:03, and 3 pump errors 23 on event date (B)(6) 2021 between the times 17:08:52 and 19:17:14 due to moisture damage. Found pump error 53 on event date (B)(6) 2021 at the times 17:04:45, 19:01:31, and 19:09:28 due to moisture damage. Found pump error 63 variable 09 on event date (B)(6) 2021 at the time 17:07:29. Unit successfully downloaded to thus and carelink. Pump error 63 variable 3 was noted in the history download due to broken trace u1 pin6 on keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to retainer noted during visual inspection. The following were noted during visual inspection: cracked lcd glass, pillowing overlay, cracked overlay, stained overlay, overlay texture damage, cracked retainer, cracked corner of belt clip rails, cracked battery tube, serial number label damage and scratched case. Critical pump error (open book image) alarm confirmed due to pump error 53. Pump error 53 confirmed due to moisture damage. Pump error 68, 49 and 23 confirmed in device history due to moisture damage. Pump error 63 due to broken trace on u1 pin6. Moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.